Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. The customer also stated the insulin pump had been losing all the settings. Troubleshooting was declined by the customer at the time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.